Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was reported to be contamination from chronic clostridium difficile (c. Dif) manifested by diarrhea, however, the cause could not be medically confirmed. On the same day, the patient was hospitalized for the event and began treatment with vancomycin ip (2800 mg once a day to dwell for 6 hours) and ceftazidime ip (2gm once a day to dwell for 6 hours) for peritonitis. The patient was discharged from the hospital three days after being admitted. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 13k14h25. There were no issues detected during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as complaints (B)(4).